Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio: 4.3, lab: 1.75. Pt usually very stable (2.0 - 2.5 range). Pt had a hct of 43.4% in (B) (6) 2010. No known interferences for this pt.

Manufacturer narrative:
Investigation pending.